Event description:
During the implant procedure, the sensor remained stuck on the delivery catheter after deployment. The sensor was soaked and agitated in heparinized saline for one minute prior to insertion, and fifteen cc of contrast was used. The case was three hours in length, and an interventionalist was required to come and help. The sensor body was stuck to the delivery catheter, and due to the sticking, the distal tip of guidewire knotted. When the sensor released from the delivery catheter, it got caught on the guidewire. The sensor was removed with a snare.

Manufacturer narrative:
Additional information: g3, h2. In addition, report is tied to medwatch # mw5110411.

Manufacturer narrative:
A catheter assembly with hub intact and sensor and tether wires removed, the deployed sensor, and a 0.018¿ platinum plus guidewire were received. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the length of the catheter was normal with no observations that can be attributed to the event description. Visual inspection of the sensor identified damage in wire loops consistent with damage during use. Visual inspection of the returned guidewire under stereoscope identified a knot in the distal end. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.